Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology contained foreign matter. The following information was provided by the initial reporter: "unused on patient. Black fm was on the catheter."

Manufacturer narrative:
Investigation summary bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. A device history review could not be completed as no batch number was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. The complaint was deemed as MDR reportable therefore a submission will be performed. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. This complaint will be closed at this time.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology contained foreign matter. The following information was provided by the initial reporter: "unused on patient. Black fm was on the catheter."